Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no abnormalities except for surgery related damage, which is not considered abnormal and dried blood around the helix, which is normal for active fixation leads laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during an attempted implant procedure, dislodgment was suspected on this right atrial (ra) lead exhibited loss of capture (loc). Fluoroscopy imaging was performed, and the ra lead appeared to have been dislodged. The ra lead was extracted and successfully replaced with a new lead. No additional adverse patient effects were reported. The device has been returned to facility.

Event description:
It was reported that during an attempted implant procedure, dislodgment was suspected on this right atrial (ra) lead exhibited loss of capture (loc). Fluoroscopy imaging was performed, and the ra lead appeared to have been dislodged. The ra lead was extracted and successfully replaced with a new lead. No additional adverse patient effects were reported. The device has been returned to facility.